Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. Although the office identified three (3) different lots associated with the black specks, the office could not verify which lot had been used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4427237, 5077103, and 4874476. The doctor drilled out the composite and repeated the procedure during the same office visit. To date, the patient is doing fine. The products involved in the alleged incident were returned and a visual evaluation was performed on each of the lots, yielding results within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process.

Event description:
A doctor alleged that black specks were present in the sonicfill composite during procedures on two (2) patients. This is the second of two (2) reports.